Event description:
It was reported by the clinic, that the pt, who was implanted on (B)(6) 2000, is no longer able to hear with his ci since (B)(6) 2012. Testing in situ in the clinic showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.